Manufacturer narrative:
Product event summary: it was reported that two (2) controller ac adapters were not functioning and that the green led power light would not turn on. Two (2) controller ac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the devices revealed that the units passed visual inspection but failed functional testing due to an open input fuse. The most likely root cause of the reported event could be attributed to an open fuse due to a combination of a reduced fuse in-rush current rating along with the absence of a current-limiting thermistor. An internal investigation was conducted for open fuses. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other device involved with this event: heartware ventricular assist system - cac adapter, cac adaptor / (B)(4) / 1430de / expiration date: n/a, UDI#: n/a, return date: 07-14 - 2015, mfg date: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two ac adaptors were not working properly. The screw thread was opened, the cable was reattached, and the screw was fixed yet there was no green light to see on the controller. Both ac adaptors were replaced. No patient complications have been reported as a result of this event.